Event description:
It was reported that when the devices were used during a hernia repair procedure, the staples would not close. Opened another device to complete the case. There was no consequence to patient.